Event description:
It was reported that an ilet pump exhibited a nonfunctional sleep/wake button despite attempts to update and factory reset the device, and the user's blood glucose was reportedly unaffected. Symptoms included no adverse clinical effects. Outcomes included no interruption in therapy requiring medical attention and no hospitalization. Investigation included user interview, device use history review, and remote troubleshooting and education. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.